Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported screen noise during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.